Event description:
It was reported that the patient experienced headache and nausea. The patient underwent a spinal cord stimulator (scs) explant procedure. The explanted devices were kept by the facility. No further information has been obtained despite.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7106112, UDI: (B)(4). Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7106120, UDI: (B)(4).